Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the pump cannot be used for analysis. A 12-month service did not indicate a similar event. Review of event logs provided mednet event/alarm log report for the period of (B)(6) to 13, 2021 finding five infusions that ran for approximately 3, 4, 5, 11, and 1 hours respectively: none that stopped after 2 hours the customer report of infusion finishing early was not confirmed. Evaluation of the event/alarm log report indicates the pump performed correctly and as designed. The event could not be confirmed and no probable cause was determined.

Manufacturer narrative:
Investigation summary review of the device logs on the day reported do indicate the reported proximal air alarm, but the infusion records lack any indication of over delivery. Device logs confirm the report of proximal air n232 at 0823 (B)(6) 2021 and 1011 (B)(6) 2021. The logs also contain n251 errors at 1020 (B)(6) 2021. The initial test was run on propofol 1000mg 100ml at 18.9mlhr. For 75.6ml/vtbi. The actual amount delivered was 76.19ml. Second protocol test was run with propofol 1000mg 100ml at 17.0mlhr for 68ml vtbi. The actual amount delivered was 68.29ml. The third test was run with propofol 1000mg 100ml at 15mlhr for 240ml/vtbi. The actual amount delivered 237.69ml. Fourth test ran was programmed for propofol 100mg 100ml at 11.3mlhr for 271ml vtbi. The actual delivery was 266.15ml. The highest variation of the four tests was less than 2%, which is well within the 5% variation allowed in the delivery accuracy test. The probable cause of the customer's complaint could not be determined. Device logs and testing shows that the pump is performing properly and within specifications. The issue is likely from related to human error. Logs were sent for analysis. The result of their finding was at no time did the pump complete the infusion of a bottle of propofol in 2 hours. Section d4 - serial number.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred at 11:11 am involved a plum 360 that the customer reported an infusion over delivered 40-60 ml of propofol and was noted when there was a proximal air in line alarm. Originally, it was reported the bottle of propofol was supposed to infuse over 5 hours completed in 2 hours. There were a number of dose and rate changes throughout the infusion, but the shortest infusion time was 4.5 hours, which correlates to the dose and rate changes. The customer reported they didn't see anything in the logs to indicate a 2 hour total bottle infusion. The customer stated there was no problem noted when programming the pump and the issue was resolved when the pump was replaced and therapy was continued. There was patient involvement and the patient was reported to be stable before, during and after the event. No treatment was required and the event did not prolong the hospitalization.